Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during implant procedure that the atrial lead exhibited signal artifact and loss of sensing. The physician elected to explant and replace the lead. The patient condition was stable.

Manufacturer narrative:
The reported event of noise and no sensing values were not confirmed. As received, a complete lead was returned in one-piece. Analysis was normal. No anomalies were found.